Manufacturer narrative:
Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an intertrochanteric fracture surgery with the pfna-ii (proximal femoral nail antirotation) nail on (B)(6) 2018. During surgery, the surgeon inserted the pfna-ii blade into the nail and it failed to lock. A new pfna nail was used and was able to lock with the nail. There was a surgical delay of five (5) minutes. The surgery was completed with the patient in stable condition. Concomitant medical products: pfna-ii nail (part# unknown, lot# unknown,quantity# unknown); screw (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) pfna-ii blade l90 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted: part: 04.027.053s lot: l706104 manufacturing site: (B)(4) release to warehouse date: 03.jan.2018 expiry date: 01.dec.2027 the device history record shows this lot of (B)(4) was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: upon visual inspection of the complaint device it can be seen that we have received the article in an open condition. In addition, it is clearly visible that the blade was opened too far (see picture attached to pc level ¿ "(B)(4)- pictures of received part and function test"). Furthermore, the received device shows on the surface some sings of use, otherwise the article is in a good condition. Functional test: during investigation a functional test was performed, the blade passed the functional test. Document/specification review: drawings and revisions are in accordance to DHR of production lot l706104. All relevant features are defined on the used drawing revisions of DHR of production lot l706104. Furthermore, the reported device was assembled according to drawing, and all parts went through a 100% functional test, before they had left the production. Dimensional inspection: as the blade is fully functional, the complaint is unconfirmed and no further investigation will be done, as dimensional evaluation. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide (dsem-trm-0714-0109-4). No product fault could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.